Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as touch contamination. The peritonitis was manifested by cloudy fluid and abdominal pain. The day after diagnosis of peritonitis; the patient was hospitalized for the peritonitis event. The same day as diagnosis, the patient began treatment with intraperitoneal (ip) injection fortum (1 gram, once a day), ip injection vancomycin (2gram, every fifth day) and ip injection heparin (0.5 ml, once a day) for peritonitis. Treatment was ongoing. Dianeal therapies were ongoing. At the time of this report the patient remained hospitalized and was not recovered from this peritonitis event. The same day as hospitalization the patient was retrained on the proper aseptic technique. No additional information is available.